Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was capped and replaced on (b)(6) 2026. The patient was in stable condition.